Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. Reservoir was not able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit p-cap / reservoir does not lock properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, detached retainer, missing o-ring, broken reservoir tube lip, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged retainer ring damage was confirmed where detached retainer, missing o-ring, and broken reservoir tube lip was noted. Alleged cosmetic damage confirmed where detached retainer, missing o-ring, and broken reservoir tube lip was noted. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.